Event description:
During the revision surgery, the surgeon tried to move the screw head for a small adjustment using a driver. The screw disassembled thus the screw had to be removed and replaced with a new screw.

Manufacturer narrative:
Additional information has been requested, and if provided, will be reported on a supplemental. Method, result, and conclusion codes will be provided on a supplemental following engineering evaluation.